Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6), 2010 of complaints for additional reportable events. A field service engineer (fse) present at the site at the time of the incident on (B)(6) 2009 identified the malfunction as an error with the homing sensor on the pipette. The fse was able to repair the sensor at that visit.

Event description:
The customer reported that during a demonstration test of the prep plus 2 instrument, the sample probe became stuck in tubes containing (B)(6) blood and blood was splattered all over the instrument. The instrument had been left running during the demo test and no one was around the instrument when the incident occurred. There were no reported instances of exposure to potentially infectious material. No pt results were generated from the samples during this incident.